Event description:
(B)(6) 2023: the laboratory detected an error on a single patient sample (hba1c) reported on (B)(6) 2023 due to a physician questioning the result. The laboratory repeated the sample on (B)(6) 2023 . The original test result reported a value of hba1c = 12.8%, the sample was repeated with the value of hba1c= 5.5% on the original instrument. The sample was repeated on a second instrument and received results consistent with the repeat testing. The discordance demonstrated the patient sample was reported as originally abnormal and repeat sample as normal. Testing was performed on a capillary 3 tera instrument (hba1c test). 21 february 2023, the laboratory contacted the vendor to start an investigation. The capillary 3 tera software was 9.30_1.35 firmware. In february 2021, a product alert was sent to the customer identifying an error that could occur (error 114) during the migration cycle with a series of specific operating conditions. The product alert described the sequence of actions that users are required to initiate. The system during this event will beep alerting the user to remove the rack, then the user will acknowledge the error and re-insert the rack. The data retrieved from the instrument identified that the system processed an incomplete cup that can be seen with no data or curves detected. The product alert included that if error 114 was not processed as detailed in the notification, the system may allocate the results to the next rack which contained (4 samples). Investigation of data files demonstrated the series of events coincided with the sequence to the details as described in the product alert error 114. The potential impact of the 4 patient samples that were processed in the cycle. The laboratory issued instructions to their clients for corrective action and documented the event into the laboratories quality program.

Manufacturer narrative:
Software update 1.27/1.37 firmware was released november 2022 to address error code 114. The instrument system was scheduled for software firmware update. The event occured prior to installation. 2 march 2023 system was updated to firmware 1.37 for correction.